Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device was not working. During service and evaluation, it was observed that the reverse locking mechanism was blocked, reverse pin mechanism was blocked, motor torque too low and soft mode switch was faulty. It was further noted that the device failed pre-test for reverse locking mechanism, function of soft mode switch (safety system), untrue running, excessive noise, power with test bench (minimum 110 to 160 watt). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.